Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction : user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels confused and with blurred vision, and denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 88mg/dl and 91mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: customer's states no concerned with results from memory,but concerned her meter read a results of 70 mg/dl this morning on (B)(6) 20115 at 07:30 am customer's meter date and time are incorrect.